Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical product: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received due to high and undefined impedances on the superior vena cava (svc) coil and the right ventricular (rv) coil of the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.